Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right ventricular (rv) lead had noise episodes since the beginning of the year, and were becoming more prominent. The pacing impedance values were also fluctuating from 500 to 1500 ohms. The lead was surgically capped and replaced, and the device remains in-service. No additional adverse patient effects were reported.